Event description:
It was reported that prior to starting a da vinci si surgical procedure, the customer noted a broken cable on the permanent cautery instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned, but the investigation has not been completed. A follow-up MDR will be submitted once the investigation is finalized. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch up cable was found to be broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at wrist were not damaged. Additional observation not reported by site was damaged ceramic sleeve. The entire ceramic sleeve appeared to be broken in multiple pieces and it was missing from the distal end. Failure analysis investigation concluded that damage was likely due to mishandling. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Additional observation not reported by site was pulley char marks. The distal end of the yaw pulley that should be electrically insulated by ceramic sleeve exhibited char marks and localized melting. Failure analysis investigation concluded that the charring location suggested that cautery was activated after breakage of sleeve. Instrument passed electrical continuity test. The customer reported complaint does not itself constitute a reportable event; however, the broken cable, broken ceramic sleeve and/or char marks found during the failure analysis if to reoccur could cause or contribute to an adverse event.